Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to diabetes ketoacidosis. It was stated that the customer was not wearing the insulin pump at of death, and he was using insulin pens. The caller does not agree to return the insulin pump for analysis. No further info was provided.